Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3708660 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type extension product ID 3708660 serial# (B)(4)implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient had a suspected infection at the extension. It was also state that there was also erosion at the extension. The infection was not confirmed. Both of the patient¿s extensions and the ins was explanted as a result. No complications or further complications were reported.